Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligner not being able to chew their food effectively, the patient literally chokes on big pieces of food several times a day, so they know that their bite is off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.